Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server and checked the affected patient, confirming that medications were not showing on the station. Contacted the customer to obtain the affected order ID, and the customer verified that all old orders were not appearing on the station. Investigation revealed that all order statuses were marked as 'discontinued' on the pes. Customer was informed that all old orders had been discontinued on the server and advised to create new orders for the affected patient. Customer acknowledged the resolution and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the one patient was not crossing over. The customer mentioned that when the nurses tried to discharge the patient details, but still unable to crossing over. Also, rebooted the station, but the patient information still appeared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.